Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient states their therapy wasn't helping their symptoms so they turned up the stim. Patient states they weren't sure when the return of symptoms started. Patient then ended up turning their therapy off about 4 weeks ago because it was zapping them. Patient states they were feeling the zapping in vaginal area. Patient confirmed once the stim was off the zapping stopped. Patient states they hadn't had any falls or trauma that led up to the zapping and couldn't remember if the zapping was due to increasing the stim. Patient states their hcp told them to call manufacturer for assistance with turning stim back on. Patient also mentioned they need to have an MRI. Agent walked patient through how to activate and deactivate MRI mode. Patient decided to turn therapy back on and increased stim to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had their MRI last week and the didn't think they had turned the stimulation back on. They reported that the handset wouldn't go anywhere. The handset would search forever, but nothing would come up. They didn't think they turned the therapy on after the MRI. The patient was walked through connecting to check their settings. They were able to communicate with the device and the therapy was on. They reiterated how the stimulation was stinging them and they had to turn it down really low. It was only when they walked that the stimulation really hurt. The patient had to turn stimulation off because it was too much.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were having an MRI tonight and need to turn their therapy off for the scan. Walked the patient through how to activate and deactivate MRI mode. While walking the patient through that process, they commented that they had turned their therapy off intentionally because they were, "having a lot of trouble" with it. They said that since they had the device implanted they've continued to have urinary issues. They said that since they've had a stroke they've had to drink a tremendous amount of water and that they soak through about 8 pads per day. They said that a few months ago they went to an appointment with their managing healthcare provider (hcp) where a manufacturing representative (rep) was present. The rep gave the patient 6 programs to try and they had since tried all of them without success. They mentioned they "never got good training" after the device was implanted. It was offered to walk the patient through how to adjust therapy settings, but they declined as they did not have time at the moment. It was suggested that the patient call back for further education when they had the time.